Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirt out insulin from the infusion set rather than a slow drip and prime or rewind more than once. Customer's blood glucose level was unknown. Customer stated that they received unexplained no delivery alarms. Customer also stated that the piece of plastic chipping off. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime or a33 test due to loose drive support disk. Unable to verify excessive no delivery alarm due to loose drive support disk. Device received with cracked case and stained end cap sticker. (B)(4).